Manufacturer narrative:
The product was returned and investigated and the complaint was not confirmed. No new issues were observed, all results were within range specification and no errors were observed during control solution testing.

Event description:
A customer's mother reported a high reading obtained on a precision xtra meter. It was reported the last reading stored in the meter was 96 mg/dl. As a result of the reading obtained, the customer self-administered insulin which led to a hypoglycemic event. The customer reported experiencing symptoms of feeling faint and lost consciousness. They were admitted to a local hosp and treated with a glucagon injection and put on a glucose drip. The customer was released from the hosp the same day. There was no report of death or permanent impairment associated with this case.